Event description:
Catheter noted to have a hole in the lumen at the junction to the hub, two months after insertion.

Manufacturer narrative:
An investigation has been initiated. Additional info and the return of the device involve have been requested. When the investigation is complete a supplemental report will be submitted.